Event description:
It was reported that pump experienced repeated cartridge alarms during cartridge loading despite customer following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin delivery with pump, planned to use multiple daily injections as backup therapy, and was provided with instructions to place pump in storage mode, return it, and set up and connect replacement pump once received.